Event description:
It was reported that patient had experienced a superficial infection at the pump implant site; examination showed erythema at the incision site without drainage. On (B)(6) 2012 lab tests were done and patient was started on IV antibiotics followed by bactrim and cephalexin for 10 days. Patient was hospitalized and the event was noted as "ongoing". Drug delivered via the device was morphine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information was received. It was reported that the event resolved without sequela. On (B)(6), it was seen that the incision site had healed and there were no signs of infection.

Manufacturer narrative:
Programmer: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).